Manufacturer narrative:
H10: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The components were correctly placed and according to the specification. Functional testing including pressure, clear passage, and pull testing were performed with no issues noted. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system continu-flo solution sets leaked medication during priming. This issue was further described as, ¿leaking was happening from those sites where the stop cock connects in¿; the area where the double stopcock attaches to the tubing. Normal saline and sedating medications (propofol and unspecified other medications) running through the sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.